Event description:
It was reported via repair work order that the bed lost power due to power swtich being deactivated on footboard and footboard not being fully connected to bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.